Event description:
It was reported that the ilet device generated recurring malfunction alerts identified as codes 57 and 61 that persisted despite multiple restarts, and a replacement device was arranged after verification of serial number and shipping details while the user transitioned to backup insulin therapy. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included no injury, no medical intervention beyond routine backup therapy, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. The investigation revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms, along with a persistent software runtime error that was not resolved by power cycling. Based on these findings, it was concluded that the device experienced a malfunction involving both hardware failure and a software-related error, and the device was subsequently replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.